Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported event was not verified through event history log review, sample evaluation or during service history review. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of an increase intra-peritoneal volume (iipv) that occurred on the homechoice device during peritoneal dialysis therapy. The patient felt overfilled causing abdominal pain. The patient ended therapy and performed a manual drain of 3500ml. The patient had a fill volume of 2000ml. There was no injury or medical intervention indicated at the time of the report. No additional information is available.